Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, front panel bent, o2 control knob was missing a cap and input manifold was loose on the bottom chassis. Functional testing could not duplicate reported problem- other issues were found. The device is physically damaged, and tamper evident seals are all broken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming "high pressure". It was connected to a test lung at 50 percent air mix. "40 relief customers said it stops doing that when he puts it to 100 percent oxygen and when he switches it back to 50 percent it does not alarm again, it ventilates normally." Issue occurs irregularly. No patient involvement reported.